Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Additionally, it was recommended to consider replacing the electrode during the revision procedure, as there is history of untreated over-sensed noise and sense node b artifacts. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects reported.